Manufacturer narrative:
Hill-rom tech support suggested checking the side communication board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would alarm, but would not send a call to the nurses' station. The bed was located in acu at the facility. There was no pt/user injury reported. (B)(4).